Event description:
During an atrial fibrillation ablation procedure, the handle of the catheter started to leak following thirty minutes of use. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. The catheter met specifications during an irrigation flow test with no leaks noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.